Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use the hawkone atherectomy device during procedure to treat little calcified plaque lesion in the mid l eft superficial femoral artery(sfa). The vessel had no tortuosity and exhibited 70% stenosis. The artery diameter was 6mm and lesion length was 100mm. A non medtronic 6fr sheath and spider fx guidewire/embolic protection device were used. IFU was followed. It was reported that tip damage occurred. Severe resistance was felt during withdrawal. There was no detachment of the hawkone tip/nosecone. The tip did not detach at the hinge pin. The guidewire lumen was torn/ripped. It is believed there was damage noted to the tecothane jacket. The wire did not prolapse. It was reported that the device had a weird sound as soon as physician turned the thumb switch on and it felt full before they made a pass. During attempt to remove device to check it, physician had resistance bringing it through the sheath, no intervention was required for removal and physician removed device and sheath together. The cutter was in the off position in relation to the nosecone during device removal from the patient. When physician examined the device it appeared that the wire had come out of the wire lumen. The device was put over wire correctly per IFU. The procedure was completed with pta an stent. No patient injury.

Manufacturer narrative:
Image review: the customer returned one image. The image appears to show a hawkone device with a guidewire going through the tip lumen and the housing lumen appears to be ripped. Product analysis: the hawkone device was returned to medtronic investigation lab for evaluation. The device was returned coiled in a plastic bag inside two biohazard bags. The device was returned with the guidewire lumen on the housing ripped. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.